Event description:
It was reported that during da vinci-assisted surgical procedure, it was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the mcs tip cover was found to be melted. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory but has received the monopolar curved scissors (mcs) to perform failure analysis. The instrument was analyzed and found the instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the instrument passed energy delivery testing in various grip orientations. The tip cover was not returned with the instrument. No product issue was found. The complaint regarding heat rises in moving parts, damage to tip cover, was confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that it is unknown if a grounding pad was in use. It was noticed that the energy leak was from the melted part of the tip cover. The tip cover was installed properly with the installation stool during the surgical procedure and no part of the orange surface was visible after the mcs tip cover accessory was installed. It is unknown if any electrolube was used during the installation. No patient demos were provided.

Event description:
Refer to h11 for follow-up information.